Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to facility for implantable cardioverter defibrillator (ICD) follow up check, and the device indicated recommended replacement time (rrt). It was also reported that the patient experienced approximately thirty shocks due to atrial fibrillation (af) aberrancy/abnormal conduction. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.